Manufacturer narrative:
Block d6b: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation resulting in a loss of adequate relief of his pre-existing pain. Additionally, the patient experienced difficulty charging the implantable pulse generator (ipg) as well as remote control (rc) to ipg communication difficulty resulting in an error message on the rc. The communication issues and inadequate stimulation occurred when inside his electric car. Therefore, the patient underwent an explant procedure during which the ipg was removed and replaced with a non-boston scientific device. The explanted ipg will not be returned as the boston scientific representative was not present for the procedure and was unable to retrieve the device.